Event description:
It was reported by the patient¿s spouse that the patient is deceased. The family reported that while at home, the patient proceeded to have an emesis and stated that ¿chest felt kind of weird¿. Emergency services were contacted and the patient was transported to the hospital. Per the family, the emergency room physician stated ¿the pacemaker went off but not the defibrillator¿. The patient is reported to have been diagnosed with cardiomyopathy and cardiomegaly. The patient is also reported to have had a chemical stress test four days prior to death and that the test was abnormal. Additional information related to the cause of death and device function has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Products: (B)(4) ICD implanted: 2010 (B)(6); 5076-52 lead implanted: 2010 (B)(6). (B)(4).